Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s). During the procedure, the physician successfully placed two pc400s using a px slim delivery microcatheter (px slim). The physician then felt resistance and was unable to advance the third pc400 through the end of the px slim. The pc400 was therefore removed, and the procedure was completed using new pc400s and the same microcatheter. There was no report of an adverse effect to the patient.